Event description:
It is reported that plate broke. Patient was revised. Breakage of plate.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. As soon as an investigation result is available, a follow-up report will be submitted. (B)(4).